Manufacturer narrative:
Block h2: additional information block b5: the patient was not intubated prior to procedure. The procedure was aborted due to blood loss. Correction block h6: imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. Correction block h6: imdrf impact code f23 captures the reportable event of intubation. Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage, major imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands deployed prematurely, which resulted in significant variceal bleeding. The patient required additional intervention, including placement of a sengstaken blakemore tube, to control the hemorrhage. Additional information: the patient was not intubated prior to procedure. The procedure was aborted due to blood loss.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands deployed prematurely, which resulted in significant variceal bleeding. The patient required additional intervention, including placement of a sengstaken blakemore tube, to control the hemorrhage. Additional information: the patient was not intubated prior to procedure. The procedure was aborted due to blood loss.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage, major imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf impact code f23 captures the reportable event of intubation. Imdrf impact code f1001 captures the reportable event of cancelled rescheduled, post sedation, sedation unknown. Imdrf device code a150103 captures the reportable event of bands premature deployment. Block h2: device evaluation: block h11: investigation results the complaint device was not returned; therefore, product analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed using windchill. The IFU contains detailed device information and instructions for the device use. Additionally, it was confirmed that the following adverse event is anticipated in the IFU: hemorrhage, major. Also, there is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU labeling information. A risk review was completed and confirmed that the events of hemorrhage, major and bands premature deployment were defined in the risk hazard documentation and are documented accordingly. These events type have been accounted for during product risk hazard analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Manufacturer narrative:
Block h6: imdrf patient code e0506 captures the reportable event of hemorrhage, major imdrf impact code f23 captures the reportable event of unexpected medical intervention. Imdrf device code a150103 captures the reportable event of bands premature deployment.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a variceal banding procedure performed on (B)(6) 2025. It was reported that during the procedure, the bands deployed prematurely, which resulted in significant variceal bleeding. The patient required additional intervention, including placement of a sengstaken blakemore tube, to control the hemorrhage. No further information has been obtained despite good faith efforts.